Event description:
It was reported that the rva lead had oversensing. The lead was capped and replaced. There were no complications. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information that there was noise and low lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
Additional information that there was innapropriate hv output.

Manufacturer narrative:
(B)(4).